Event description:
It was reported that the splenic aneurysm ruptured, and hepatic aneurysm was diagnosed by computed tomography (CT). There were multiple warts in the blood supply vessel. The patient did not have splenic or hepatic aneurysm prior to left ventricular assist device (lvad) placement. Blood culture was positive for fungus, candida albicans and the patient was diagnosed by computed tomography (CT). Long-term antifungal administration was provided, and patient was under follow-up. It was later confirmed that the patient had tested negative for infection and was discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
MFR # 2916596-2024-00656 captured fungal infection and aneurysm. MFR # 2916596-2023-03408 captured candida albicans infection. MFR # 2916596-2023-02492 captured fungal infection. MFR # 2916596-2024-01843 captured splenic infarction. E1: reporter email was not available. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was later reported that the patient tested negative for infection and was discharged from the hospital on (B)(6) 2023. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until receiving a pump exchange due to infection in (B)(6) 2024 (MFR # 2916596-2024-00523). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including infection. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a splenic aneurysm ruptured and hepatic aneurysm. The patient was admitted for infection and an arterial embolization was performed on the same day. The patient had an infection due to complexity of medical management. Blood culture was positive for fungus. Drug therapy, transcatheter arterial embolization (tae) was performed.